Event description:
It was reported that after isertion of the iab, frequent helium loss alarms were noted. Twelve hours after insertion, the therapist noted a slowly falling baseline. It was then decided to remove the iab. There was no pt complications.